Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited missing adhesive (ke45), the light guide lenses had peeling on cement, tear in the pink transducer part of the scopes distal tip and deep cut on the probe unit. There was no patient involvement.